Event description:
It was reported that the patient experienced a burning sensation at the pocket site following implant and wasn't getting stimulation to do what she needed. The patient met with a manufacturer representative for reprogramming, but had not met with her physician regarding the burning sensation. The patient had an appointment scheduled for (B)(6) 2012. Additional information received reported a revision was performed on (B)(6) 2012. During the revision, the implantable neurostimulator was moved to the patient's other side and the leads were moved up to their original position. The patient was doing much better following the revision.

Event description:
Additional information received clarified the leads had migrated and the implantable neurostimulator had not flipped.

Manufacturer narrative:
(B)(4). Lead model 3777-60 serial# (B)(4) implanted (B)(6) 2011 explanted unk; lead model 3777-60 serial# (B)(4) implanted (B)(6) 2011 explanted unk; programmer model 37743 serial# (B)(6); recharger model 37752 serial# (B)(4).